Event description:
It was reported that the patient presented in-clinic for follow-up. Post-sensed t-wave oversensing was observed on the ventricular channel. The patient received inappropriate shock therapy. The device was reprogrammed and no further incidents have been reported. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.